Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure-1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation the customer's report was observed and attributed to an incorrect sequencing/settings. The corrupt calibration tables were reset to reoslve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.